Event description:
Caller tested 6.2 inr on the coaguchek xs system while a comparison lab returned as 4.1 inr. Patient was treated with 10 drops of vitamin k. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).